Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had drawer failed. The field service engineer replaced the rails to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis meditation system had a drawer failure. The customer stated that the drawer rail malfunction, it is creating difficulty closing and opening the drawer. No spare parts on site. There were no adverse events or injuries reported based on this event.